Event description:
The pt reported that the pump was unresponsive following a known impact.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged solder connection in the power circuit.